Event description:
It was reported that a patient was implanted approximately 1.5 years ago in (B)(6) with a 2.4/2.7mm va locking plate and eight screws. The patient presented to the surgeon in (B)(6) on an unknown date and requested removal due to painful hardware. The exam indicated the patient was healed and the surgeon removed the plate and screws on (B)(6) 2013. No other hardware was implanted. This report is for an unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Placeholder.